Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported air leakage was found in the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter prior to a percutaneous transhepatic gallbladder drainage (ptgbd) procedure. The leakage was found at the connection between the catheter and the hub during a functional check with a syringe. Another like device was used and the procedure was completed successfully. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the complaint history, device history record, documentation, as well as a functional test, visual inspections and dimensional verification of the returned device were conducted during the investigation. The customer returned one unlocked 7.0fr mac-loc catheter in used condition. Biomatter was present on the device, as yellow discoloration was noted on the distal tip and heavily between the hub and cap. No additional surface damage was noted on the device. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure, however the catheter tubing was noted to be able to freely rotate within the cap. This indicates that the flare was not fully secured, but it is possible that the tubing became dislodged during use. Upon removal of the connector cap, the suture strings were found to be wound in the threads. The flare appeared lopsided and had a small lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. Inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record was conducted and found no relevant nonconformances in the main lot. There was one nonconformance found in a similar device lot for a bad flare and all three affected devices were scrapped. It should be noted that one other complaint was found to be attributed to the device lot and four complaints were associated with a similar device lot for which only 3 share a similar failure mode. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was originally reported that device air leakage was discovered during a functional check prior to patient contact. Additional information received on (B)(6) 2018 noted that air leakage was found after the device was placed into the patient's body.